Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient was experiencing skin break down where the patch was. It was red towards the bottom of the patch and open. There was no alleged device malfunction contributing to the irritation. Patient was given a cream by a physician. Outcome of the irritation is unknown.